Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device found it to have a damaged rear sample line. Device underwent functional testing, confirming the reported customer complaint. The battery was charged with known good 1616 battery charger and the monitor would power on and lasted 45 minutes. The battery was replaced. The power jack on the main board was replaced as preventive maintenance. The problem source has been determined to be user interface.

Event description:
It was reported the device battery was not charging and user noted "sparks seen at the back". No adverse effects reported.